Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had some issues with the sensor. Customer's blood glucose at time of incident was 5.5mmol/l. Customer reported that sensor cannula is not intact and is still in the body. The customer was advised and reassured from our experience it is unlikely the sensor fractured and is most likely result o f a sensor retraction. The customer was advised to return the sensor for analysis.